Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention to have a system explant. Investigation was unable to determine further details.

Manufacturer narrative:
D6b - date of explant correction: the date of explant is unknown.

Event description:
Additional information was received that the patient experienced ineffective stimulation due to lead migration. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.